Event description:
It was reported that the patient underwent a 2-staged anterior and posterior approach fusion on (B)(6) 2005 and (B)(6) 2005 using rhbmp-2/acs. The patient reported that it took 8 months to recover. He said that he had some nerve damage and may need a follow up surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information.

Event description:
It was reported that on (B)(6) 2005, patient underwent retroperitoneal exposure with vascular mobilization for corpectomy of the fifth lumbar vertebra and two level spine fusion at l4-5 and l5-s1 with removal of bone fragments; for pre-op diagnosis of fracture, fifth lumbar vertebra. Per-op notes: dissection was carried out along left psoas muscle and then up along the external and common iliac artery and vein toward aorta. There were adhesions from the fracture, but these were taken down and wide exposure of body of l4 and entire body of l5, top of sacrum and two intervening interspaces were well accomplished. Positions were then confirmed radiographically. At this point, corpectomy and fusion using rhbmp-2 was performed and completion of procedure, when hemostasis was obtained. No complications were reported.